Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a temporary pacing system. During implant, the physician reported difficulty extending and retracting the rv lead helix. The rv lead was successfully placed and all lead measurements were within normal limits. The rv lead has been explanted. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated after the product investigation was performed.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.